Event description:
It was reported by the customer that the pyxis medstation es system was not detected on the communication bus. The customer reported that the user was able to get the medication from the pharmacy and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A team lead (technical) cancelled the work order. No resolution was provided by both the team lead and the customer about the resolved issue. The device functioned as intended after the team lead troubleshot the device.